Event description:
The mobic implant is sterile packed as a complete unit. Scrub tech attached unit on an implant inserter and handed unit to surgeon. As the surgeon was implanting the implant, it disassembled and had to be retrieved. Second attempt at implanting device resulted in same outcome.